Event description:
The customer reported via phone call that they had a broken belt clip. The customer also reported there was a crack on the insulin pump's screen. Customer also stated the escape and act button did not work properly. Customer stated they would have to press the buttons several times to enable a response. The customer's blood glucose was 12 mmol/l. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump was received with stripped battery cap coin slot. The insulin pump was also received with cracked case at display window corners and battery tube threads. The insulin pump was also received with minor scratched lcd window. No belt clip received with pump. Failure analysis was unable to verify belt clip anomaly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.